Manufacturer narrative:
(B)(4). Meter and test strip returned on (B)(6) 2016; qc evaluation completed on 5/27/2016 on each product. Returned test strips produce e-2 and e-0 on level 75;all test unacceptable. Qc evaluation completed on returned meter with no defect found. The r&d root cause investigation has been completed. R&d determined through visual inspection that the returned test strip was exposed to humidity. This cause the desiccant in the returned vial expired and expose strips inside sealed vial with humidity causing corrosion affecting the fill detection threshold which resulted in e-2 error at customer site.

Event description:
Consumer complaint of e-2 error; sample not detected or wrong strip used. E-2 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of 101mg/dl. Test strip lot manufacturer's expiration date is 6/29/2017 and open vial date is (B)(6) 2016.